Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mitral regurgitation (mr). An unknown mitraclip xtw was implanted. On (B)(6) 2024, an additional mitraclip procedure was performed to treat recurrent mitral regurgitation (mr) grade 3-4. During transesophageal echocardiogram (tee) observation, the previously implanted xtw clip had caused leaflet damage but remained stable. Two nt (lot: 30822a1021), nt (lot: 40410a2055) mitraclips were placed on either side of the index clip to stabilize and reduce mr to moderate. Severe tricuspid regurgitation was also observed during the procedure, so the steerable guide catheter (sgc) was pulled back across the septum and two xtw (lot: 40104r1102), xtw (lot: 40227r2025) mitraclips were implanted along the anterior septal commissure of the tricuspid valve. It was determined post deployment of the second xtw (lot 40227r2025) that leaflet damage had occurred to the anterior leaflet. The tr reduction remained, so no further intervention was performed and the procedure ended with tr grade 2-3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve to treat tr. Additionally, a cause for the reported unspecified tissue injury (anterior leaflet damage) cannot be determined. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.